Event description:
During incoming inspection, the device displayed "defib fault 78" and "defib fault 108" when attempting to charge. Complainant indicated that there was no pt involvement in the reported malfunction.